Manufacturer narrative:
The mayfield ultra base unit (a2101) was not returned for evaluation and serial number has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. Additional information was received as follows: the transitional member was not fitting correctly and the locking mechanisms were not working well. The mayfield ultra base unit (a2101) was returned for evaluation: the reported complaint was confirmed from the evaluation. Unit was received without 6in transitional. The evaluation showed that the handle was closed without 6in transitional installed and deformed hole. Shock cushion,1/4 pin, and adjustment wrench threads are worn and need to be replaced. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the transitional member would not fit into the mayfield ultra base unit (a2101). It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.